Event description:
The reporter states that he obtained a blood glucose result of 175mg/dl on the accu-chek compact plus sys 1 in comparison to the blood glucose results of 95mg/dl, 105mg/dl and 227mg/dl and on the accu-chek compact plus sys 2. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek compact plus sys 1. Reference medwatch with a1 pt for suspect device accu-chek compact plus sys 2.